Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as pinching skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as pinching skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.